Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device damaged by another device appears to be due to combination of patient morphology (rotated heart) and user technique/procedural circumstances (visualization). The poor image resolution /visualization issue was due the rotated heart. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the second clip caused damage to the implanted clip. It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Visualization was difficult due the rotated heart. The first clip delivery system (cds 80717u142) was advanced to the mitral valve. The clip was implanted, reducing mr to 2. A second cds (80717u146) was advanced to the mitral valve; however, the second clip interacted with the first clip. The first clip then detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 3. The second clip was implanted to stabilize the slda clip and reduce the mr to 2. The patient is in stable condition. There was no clinically significant delay during the procedure. No additional information was provided.